Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 01-nov-2016, an fse conducted follow-up with the customer over-the-phone to address the reported event. The fse instructed the customer to shut off the analyzer, unplug it and check and reseat the connections to the sample loader. After 10 minutes, the customer restarted the analyzer and the sample loader homed back into position. This returned the instrument to normal operation. The most probable cause of the reported event was due to the sample loader being stuck in position.

Event description:
On (B)(6) 2016, a customer reported error 4291 sample loader home detection failure with their aia-2000 analyzer. The customer is unable to run afp, bhcg and ctni patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp, bhcg and ctni patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.